Manufacturer narrative:
(B)(4):investigation revealed that all keypad buttons, including the bolus button, responded as expected. There was no physical damage to the keypad or to the bolus button cover. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that boluses cancelled without the patient touching the keypad buttons. The patient noted that the pump history indicated that the boluses were cancelled by the user. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.